Manufacturer narrative:
Based on the investigation the reported event and enhanced information like error code photo and service report were analyzed. The affected evita 2 dura, manufactured in oct. 1999, were examined onsite via a service technician without deviations. A complete log file was not available. The error codes on the provided photo indicate a faulty pneumatic controller board. If the device stopped ventilating, audible alarms and visual messages are activated informing the user of the status of the device. The ventilator may attempt a warm start (to re-boot). A single successful warm start lasts approximately 8 seconds. An audible alarm would be posted by the device and when the warm start occurs, the device will briefly power off and then back on. The emergency-breathing valve would open allowing for spontaneous breathing; however, manual ventilation with an alternate device may be considered necessary. The evita 2dura reacted as specified on a malfunctioning component. The pneumatic controller board is most likely the root cause for the reported event. The spare part consumption is decreasing and accepted by the evita team. The results of the investigation did not reveal any new risks which are not covered by the product risk management file. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that the device restarted during use and the display kept flashing. There were no patient consequences reported. At this time, a device malfunction or failure of the affected evita 2 dura, manufactured in okt. 1999 cannot be excluded.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that the device restarted during use and the display kept flashing. There were no patient consequences reported. At this time, a device malfunction or failure of the affected evita 2 dura, manufactured in (B)(4) 1999 cannot be excluded.